Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy the first clip applier was scissoring clips. A second like clip applier was tried and the device was scissoring clips on every other deployment. The doctor used the second clip applier to complete the procedure. There were no patient consequences reported.